Event description:
Falsely elevated troponin I results of 0.8, 1.75, 1.74 and 0.09 ng/ml were obtained on one patient and 1.47, 0.83 ng/ml were obtained on a second patient. The results were not reported to the physician. Both patient samples were tested on an alternate methodology and negative results were obtained (0.00 ng/ml). Patient treatment was not prescribed or altered and there was no report of adverse health consequences as a result of the falsely elevated troponin I result. The most likely cause for the falsely elevated troponin I results was contamination of the r1 probe and cracked sample drain.